Event description:
It was reported that when the delivery system was introduced onto the guide wire it froze and could not be advanced or retracted. The delivery system was damaged when it was removed from the wire. A second stent was used without incident.

Manufacturer narrative:
Info from section f was completed by the MFR. Evaluation summary follow-up #1: quality assurance analysis of the returned device revealed the shaft of the delivery system was separated, and appeared to have been torn. The stent was intact and in place on the balloon. The c-flex does not appear to be torn. Quality engineering was unable to determine the root cause for the reported incident. It is possible that the device was subjected to excessive force, thus facilitating the separation of the shaft. The product IFU instructs that if resistance is encountered, the entire system should be removed as a single unit. It is also states that failure to remove the system as a single unit or applying excessive force to the delivery system can potentially result in loss or damage to the stent/and or delivery system components. Quality engineering has requested that the customer be inserviced regarding proper removal of a stent delivery system. As part of co's quality process, all stent delivery systems are inspected on-line. The device mfg records for this product lot were reviewed and no abnormalities with a relationship to this issue were found. This MDR is considered closed by the quality assurance department.